Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to double counting which were not isolated. Technical services discussed troubleshooting options. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to double counting which were not isolated. Technical services discussed troubleshooting options. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the patient was recently shocked a few times due to double counting at elevated rates. The patient was brought into the clinic for an evaluation and a treadmill test was performed. It appeared that it looked like a rate dependent bundle. Technical services discussed troubleshooting. The field representative was able to reproduce the rate dependent bundle. When the device was programmed in primary there was still a few oversensed events and in secondary there was consistent oversensing. The device was programmed to alternate vector with 1x gain as there was no observations of oversensing. At this time, the system remains in service. No additional adverse patient effects were reported.